Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose and blood glucose event. The sensor glucose was 300 mg/dl, and the blood glucose value was 100 mg/dl, which was outside of the acceptable range. The sensor glucose and blood glucose difference is 200 mg/dl. The customer received a change sensor and sensor update alert. The sensor was working fine for a few hours, then it started getting sensor signal interruptions. The customer's blood is present at the insertion site. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-1884. Troubleshooting was performed for the change sensor, and the customer was unable to run a transmitter test, and/or the test passed. The customer was advised to try another sensor. Troubleshooting was not performed for the sensor glucose vs blood glucose. No further patient complications were reported. No product return is required for mmt-7040a (1). No product return is required for mmt-7040a (2). No product return is required for mmt-1884. No product return is required for mmt-7841zn.